Manufacturer narrative:
The device is currently undergoing laboratory testing.

Event description:
Boston scientific received information that this field clinical specialist contacted boston scientific's technical services was interrogating this boxed device prior to implant. Beeping tones were heard from the device associated with a red screen on the programmer with a "do not implant" message. This box device was not implanted. Another device was successfully implanted with no patient adverse effects reported. The field clinical specialist was informed that stored data from this box device should be uploaded for analysis. Stored data was received and analysis found that this device should not be implanted. This box device should be returned to boston scientific for detailed analysis. The device was received at boston scientific's return product department.

Manufacturer narrative:
The device was returned to boston scientific's quality assurance laboratory in the original sterile packaging. A review of stored data confirmed that the battery voltage was below the elective replacement indicator (eri) limit. The device casing was removed and an external power source was applied to the hybrid which identified a high current drain detected from the digital asic (application specific integrated circuit). After an extended period of time under external power, the current drain increased. The digital ic (integrated circuit) was removed from the hybrid and failed ic level testing was observed. Extensive detailed analysis testing found that the cause of the low battery voltage and high current drain was isolated to the digital ic which had excessive current leakage in one of the power supplies within the ic.